Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02507 and 02508.

Manufacturer narrative:
Additional information received alleges that the previously reported event occurred five days prior to the initially reported date of event. Additional information has been requested to clarify the details of the event and it will be submitted upon receipt accordingly. This is one of two device reports associated with this event: associated manufacturer report numbers: 1225714-2014-102507 and 1225714-2014-02508.